Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replacement of the bellows was recommended to repair the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a broken bellows causing a leak greater than 4.5 lpm preventing manual ventilation. There was no report of patient involvement.